Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the patient expectation was not achieved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins). It was reported that an overheating sign showed at christmas. On (B)(6) 2017, the patient reported it took up to six hours to charge the ins to 100% (a long charging time). The device diagnosis was an excessive charging time. The doctor felt the position of the ins under the ribs made coupling difficult. The settings were changed but the patient was not happy with the settings. Reprogramming with a representative was performed on 2017-apr-20. On (B)(6) 2017, the patient stated in a letter that it didn't feel like the device was working properly and had it turned off. On (B)(6) 2017, the device was still off so it had not been charged since the previous visit. It was switched on by the doctor and reprogrammed. On (B)(6) 2017, the patient stated the device was not charging up properly and was not holding a charge very long; the patient stated he was charging it up all the time. The doctor interrogated the device and advised that the charging appeared to be in line with other patients: the coupling was six out of eight, it took an hour to charge to 50% and two hours to 100%. The patient was also reprogrammed. On (B)(6) 2017, the patient reported getting a full charge, but it was not holding for long. The doctor recognized the charging issues but felt the lack of efficacy was the main issue. The device was turned off to assess the therapy efficacy. On (B)(6) 2017, the device remained switched off so there were no charging issues. Upon discussion and despite charging issues, it was felt that the therapy had not met the patient's expectations. Due to the patient's frustration, the device will be explanted. The device resolved without sequelae. The event was related to the device or therapy and was not related to the implant procedure. Regarding the recharge process, the reason was unknown but position of the ins had difficult positioning.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 977c265 lot# va156tt015 serial# implanted: 2016 (B)(6) explanted: 2018 (B)(6) product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional. It was reported that the entire system was explanted and not replaced on (B)(6) 2018. The etiology was poor coupling due to patient compliance. The device diagnosis was that the neurostimulator was unable to charge and the clinical diagnosis was a lack of efficacy. Additional information was received from a manufacturer representative. It was reported that the reason for the modification was the patient's choice. The system initially controlled symptoms, but lost effectiveness. The patient's medical history was provided. It included back pain with leg pain, and leg and other spinal surgery. The patient's previous spinal surgeries were an other multilevel posterior fixation from the tenth thoracic vertebrae to the first lumbar vertebrae (t10-l1) in (B)(6) 2002, a multilevel decompression ol4/5 in (B)(6) 2011, and a multilevel fusion l4/5 in (B)(6) 2011. Additional information was received from the healthcare professional. It was reported that the ins had been placed under the ribs due to the fact that the lead from the surgical lead was too short and could not be placed in the buttock or abdomen. The patient was previously on high density settings, but was changed to paresthesia as they did not like the sensation of being able to feel it working. The patient complained of pain at the site of the battery. This was examined by the doctor and there were no problems at the site of the ins. The patient stated that it took too long to recharge the battery; however, when investigated there were no problems with charging. It was explained to the patient that this was a normal length of time for charging. No further complications were anticipated.